Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A return sample evaluation was not performed because tubing remains implanted.

Event description:
On (B)(6)-2015, the home health nurse reported the patient had pussy drainage at the stoma site. The patient noticed drainage yesterday but it was reddened today. The patient saw his gastroenterologist (B)(6)-2015 and was prescribed keflex and bacitracin for the infection. On (B)(6)-2015, the patient reported blood at the stoma site that stopped by the time of the call. The peg tube was placed (B)(6)-2015.